Manufacturer narrative:
Alleged failure: on (B)(6) 2021 matt wolfe (tech service) received a call from (B)(6) (rep) explaining that sn (B)(4) was presenting an overpressure sensor error alarm. Per 00824 operation manual rev k. An over pressure alarm will present itself when the pressure set point exceeds 10% or 12mm/hg. No one was injured as a result. Probable root cause/root cause: incorrect procedure selection, or insufficient fluid pressure or flow, compromising visibility. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device displayed an overpressure sensor error alarm. There were no reported adverse consequences as a result.